Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Sep 20, 2017: litigation record received. Litigation alleges severe and constant pain and suffering, lack of mobility, and elevated cobalt and chromium levels.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A worldwide product / lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Device history lot: null. Device history batch: null. Device history review: null.

Event description:
After review of medical records the patient was revised to address presumed metal sensitivity associated with metal on metal articulation associated with recalled right tha, acetabular component and femoral head combination. There was a diffuse inflamed appearance to the non proliferative synovium, grayish discoloration to the synovium consistent with metal staining. Moderate degree of corrosive appearing material. It was noted that there was predominantly fibrous attachment, mild "cavitar" loss on the acetabular side. Previously it was alleged elevated metal ions. However, medical record reported it does not have significantly elevated metal ions.

Manufacturer narrative:
On (B)(6) 2017: litigation record received. Litigation alleges severe and constant pain and suffering, lack of mobility, and elevated cobalt and chromium levels. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.